Manufacturer narrative:
Patient's height reported as (B)(6). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a bilateral nailing of two (2) pathological femur fractures, the drive shaft-minimum for reamer/irrigator/aspirator (ria) attachment that goes into the ria tube assembly broke off and wouldn't fully seat. They ended up reaming with normal flexible reamers so there was no delay in the case. Another issue they had with the same case was the driving cap broke off into the hybrid insertion handle for the second proximal femoral nailing system (tfna) leg. It was not noticed that these two pieces were broken until they screwed off the driving cap at the end of the case. There were fragments generated. It did not cause any delay in the surgery and did not cause any harm to the patient. The procedure was successfully completed. Concomitant devices reported: locking clip (part #: 352.260s, lot #: h613663, quantity: 1), drive shaft seal (part #: 351.718s, lot #: h707291, quantity: 1), ria tube assembly(part #: 314.746s, lot #: h451120, quantity: 1), graft filter (part #: 352.229s, lot #: h613626, quantity: 1), reamer head (part #: 352.253s, lot #: h450940, quantity: 1), hybrid insertion handle (part #: 03.037.011, lot #: l625247, quantity: 1). This report is for one (1) driving cap/threaded. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Additional data- d10. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.010.523, lot: 8953345, manufacturing site: bettlach, release to warehouse date: 18.aug.2014. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material hardness criteria at the time of release with no issues documented during the manufacturing process. Material 1.4542 was used with correct hardness after procedure and documented in DHR file. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: visual inspection performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. The device has broken at the most proximal thread form of the distal threaded tip. The fracture surface appears homogeneous with no voids or dark spots. The balance of the device shows surface wear consistent with use and which would not impact the functionality. No new issues were identified during the inspection. Based on the reported complaint description it is not possible to definitively determine if external factors (use error, misuse/abuse, etc.) Impacted the complaint condition.hybrid insertion handle(part #: 03.037.011 lot #: l625247) was returned as a concomitant device without an alleged complaint condition. Upon visual inspection, there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. Drawing/specification review: the relevant drawings were reviewed during investigation and no design issues were noted. Dimensional inspection: no dimensional inspection of the relevant features, distal threads, was able to be completed due to portion of the device was the discovered stuck within the handle. This complaint is confirmed. Conclusion: a visual inspection, document/specification review and dimensional inspection were performed as part of this investigation. The distal tip of the complaint device were observed to be broken off and found stuck in handle , thus confirming the complaint. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed.additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.